Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889-28, lot# v547511, implanted: (B)(6) 2010, explanted: (B)(6) 2011, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare provider reported the patient had a revision of the interstim, along with posterior repair and enterocele repair. The pre-operative diagnoses was noted as urge incontinence, rectocele and enterocele a standard surgical procedure was performed. During the procedure, it was noted that fluoroscopy was done demonstrating a device settings of north and it is close to midline, therefore sciatic nerve irritation could not be ruled out. The pocket was opened and a pocket was created out cranial and lateral with excellent relief of tension pressure that was evident. X-rays demonstrated an intact device and lead and adequate positioning. The pocket was closed. The hcp then noted a very tense enterocele and rectocele was found. The standard surgical procedure continued and the enterocele was reduced together with approximating of the levator aniusing 0 vicryl. The procedure was terminated and the patient was transferred to the recovery room with vital signs stable. Post operation notes stated the procedure was for revision of the interstim, stage 1 and 2, colporrhaphy, anterior/posterior repair, elevate mesh. The post operative diagnoses remained the same and there was an estimated blood loss of 5ml/cc. The implantable neurostimulator (ins) indication for use was urinary dysfunction/sacral nerve stimulation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.